Event description:
It was reported by service report that the cot is leaning excessively from a possible base assembly issue. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: base components.